Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl which was treated with manual injection. Customer also had blood glucose of 300mg/dl and blood glucose during troubleshoot was 416mg/dl. Insulin pump will not be return for analysis.